Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: promus element ous, mr, 2.75 x 38mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the center and proximal struts were damaged; distorted, overlapping and stretched. The crimped stent outer diameter (od) was measured and is within maximum crimped stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple slight kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 08-dec-2016. It was reported that crossing difficulties were encountered. The patient presented due to coronary artery disease. Vascular access was obtained via the femoral artery. The 36mmx2.75mm, 80% stenosed, eccentric, de novo, with significant lesion bend of >45 and <90 and ejection fraction of 40% target lesion was located in the moderately tortuous and non calcified mid-right coronary artery. A 2.75x38mm promus element ¿ long drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and the procedure was completed with another 2.75x40 stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.